Event description:
Caller reports false negative urine hcg results in two patients using the henry schein one step+ hcg urine cassette test. Blood samples tested positive for hcg on analyzer. Pt info was only provided for one pt. Quantitative serum hcg result: 100.

Manufacturer narrative:
Summary of results: controls: 25miu/ml hcg urine control lot: hcg101014-01; 100miu/ml hcg urine control lot: hcg100513-01; 294.2iu/ml hcg urine control lot: hcg100727-03; 500iu/ml hcg buffer control lot: hcg100305-01. The retention devices meet qc spec. See details below: correct positive results were observed when tested with 25 miu/ml hcg urine control at 3 minutes reading time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). The 294.2 iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). The 500 iu/ml hcg buffer control yielded clearly positive results at 3 minute read time. (N=1). Conclusion: the product number, product description, lot number and batch record were verified. No abnormal results were found. From retain testing with in-house controls, the client's result was not replicated, and the product performed as expected meeting qc specs. Product will be investigated if and when it is returned. Corrective action not required at this time.